Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The cause of the peritonitis was unknown. On an unreported date the patient was discharged from the hospital. At the time of this report the patient had recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): the peritonitis occurred on an unspecified date in (B)(6) 2014.the specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR.the device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13i25011, h13j04064, h13k04070 and h13l02031 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.